Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun..

Event description:
It was reported at implant that high pacing lead impedance on the atrial lead was observed. The device was not implanted and was replaced.

Manufacturer narrative:
The reported field event of high atrial pacing lead impedance could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was observed.